Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A surgeon reported during a lasik flap creation an incomplete cut was observed. Reporter indicated a scalpel was used to cut incomplete incision manually with no harm to the patient. Upon follow up, reporter indicated patient outcome is good and no additional intervention occurred.

Manufacturer narrative:
Review of the logfiles for the day of treatment shows no error or relevant warning messages. No other issues and or abnormalities were found. No problem with the system can be identified by reviewing the logfiles. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).